Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined; however, there was no indication that the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though the results of effluent fluid cultures were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritoneal infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius due to experiencing stomach pain during and following a pd treatment. The patient was hospitalized as a result. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain after a pd treatment on the liberty select cycler at home. The outpatient clinic is awaiting hospital discharge records as any laboratory results conducted in the hospital remain unknown. The patient was diagnosed with peritonitis due to an unknown etiology. Medications prescribed to the patient to address the infection while hospitalized were not reported to the outpatient clinic. The patient was transitioned to hemodialysis (hd) for renal replacement therapy due to the severity of infection on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025 (exact date unknown) following an uneventful hospital course. It was confirmed that there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and continues hd therapy on an in-center basis following this event.

Event description:
A peritoneal dialysis (pd) nurse reported a pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius due to experiencing stomach pain during and following a pd treatment. The patient was hospitalized as a result. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain after a pd treatment on the liberty select cycler at home. The outpatient clinic is awaiting hospital discharge records as any laboratory results conducted in the hospital remain unknown. The patient was diagnosed with peritonitis due to an unknown etiology. Medications prescribed to the patient to address the infection while hospitalized were not reported to the outpatient clinic. The patient was transitioned to hemodialysis (hd) for renal replacement therapy due to the severity of infection on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was discharged home on either (B)(6) 2025 (exact date unknown) following an uneventful hospital course. It was confirmed that there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and continues hd therapy on an in-center basis following this event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.